Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device lead integrity alert (lia) triggered indicating pacing impedances have been spiking for several months. The physician has indicated that he plans to replace the lead in the future. No patient complications have been reported as a result of this event.